Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). The 7.0 x 60 sterling balloon catheter was advanced to the lesion and during the second inflation, the balloon ruptured at 13 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)